Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Additional report of "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Other-technical: brown particles observed in the fill channel. Additional observations: observed creases on the device. Observed total delamination on the plug strap disk shell assessed as adhesive failure. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side deflation. Additional report of "particles in valve". Device has been explanted and replaced.